Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to pocket erosion and infection. No additional adverse patient effects reported. The ra lead was explanted.